Event description:
The hosp rep reported an infusion pump with failure code 550 during biomed testing. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.